Event description:
The clinician reports the implant was inserted (B)(6) 2014 in fdi 36 of the patient's mouth. On (B)(6) 2019, fracture of the implant was verified. Patient presented with bruxism. The device was forwarded to the manufacturer. At the event the patient experienced: pain and bleeding. No further patient complications were reported.